Event description:
Customer reported a cartridge change error on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect the o-ring and clean the pneumatic tap area. Caller initially faced difficulty loading the cartridge, but with assistance from technical support, was able to successfully fill and load a new cartridge, allowing them to resume insulin delivery.